Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'can't calibrate the slide clamp' which was not reproduced through troubleshooting of the device. The cause was determined to be a color sensor calibration issue. The color sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a loaded slide clamp and no message appeared on the screen. The event happened during physical inspection. There was no patient involvement. No additional information is available.